Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) on (B)(6) 2022. Upon device interrogation prior to the MRI, the right ventricular (rv) lead exhibited high capture thresholds, the lead was reprogrammed. On (B)(6) 2022, during lead revision procedure, it was noted the lead had minimum slack, the lead was explanted and replaced. The patient was in stable condition prior, intra and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.